Manufacturer narrative:
Corrosion damage was noted throughout the internal components of the device.

Event description:
The tps universal driver was sent for evaluation due to overheating during testing at the distributor site. There was no patient involvement; no adverse event was associated with the device.